Event description:
While following up for an unrelated alarm, baxter was informed that the patient was in the hospital with peritonitis and had been there since (B)(6) 2011. No further information was available at this time.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (10l14h25, 11b10h25) with no defects noted. The cause of the peritonitis is undetermined and not confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should additional information become available a follow-up will be submitted.